Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced bacterial peritonitis manifested by turbid effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was prescribed unspecified antibiotics (doses, frequencies and route not reported) for peritonitis. The patient¿s outcome was not reported and the action with physioneal therapy was ongoing. No additional information is available.